Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: the nurse calls the office and says that it is not possible to drain fluid and that the valve seems to be broken. It has been difficult to connect drainage bags for 2 weeks and today it didn't work at all. The patient has had the catheter for 18 months. Product information: additional informations: description of issue (what / why): valve blocked. How often occurred defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the fault pattern: fault location: valve. Type of fault: damaged (broken, brittle, deformed). Additional information received from the customer: ¿ could you please provide a further description of the issue? - the nurse calls the office and says that it is not possible to drain fluid and that the valve seems to be broken. It has been difficult to connect drainage bags for 2 weeks and today it didn't work at all. The patient has had the catheter for 18 months. ¿ was there any damage noticed on catheter valve? - not known. ¿ was the valve cracked or broken? - not known. ¿ was the valve occluded? - not known. ¿ was there leakage noticed at the catheter valve? - yes. ¿ lot number associated with reported issue. - not known. ¿ total number of occurrences? - once. ¿ where is the catheter located? Abdomen or chest - not known. ¿ is there a photo or sample available showing the reported issue? - yes product is available.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Product possibly involved in injury: no. Complaint: the nurse calls the office and says that it is not possible to drain fluid and that the valve seems to be broken. It has been difficult to connect drainage bags for 2 weeks and today it didn't work at all. The patient has had the catheter for 18 months. Product information: additional informations: description of issue (what / why): valve blocked. How often occurred defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the fault pattern: fault location: valve. Type of fault: damaged (broken, brittle, deformed). Additional information received from the customer: could you please provide a further description of the issue? - the nurse calls the office and says that it is not possible to drain fluid and that the valve seems to be broken. It has been difficult to connect drainage bags for 2 weeks and today it didn't work at all. The patient has had the catheter for 18 months. Was there any damage noticed on catheter valve? - not known. Was the valve cracked or broken? - not known. Was the valve occluded? - not known. Was there leakage noticed at the catheter valve? - yes. Lot number associated with reported issue. - not known. Total number of occurrences? - once. Where is the catheter located? Abdomen or chest - not known. Is there a photo or sample available showing the reported issue? - yes product is available.

Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Complaint: the nurse calls the office and says that it is not possible to drain fluid and that the valve seems to be broken. It has been difficult to connect drainage bags for 2 weeks and today it didn't work at all. The patient has had the catheter for 18 months. Additional informations: description of issue (what / why): valve blocked. How often occurred defect: once. Medical intervention (other than first aid): nein. Needle/probe stick: nein. Other actions taken: nein. Safety issue: nein. Issue resolved: ja. How issue resolved / additional information: valve change. Photo / sample available: ja. Safety valve broken / damaged / disconnected: ja. Safety clamp open, when valve broke/damaged/disconnected: nein. Safety valve nose broken / damaged: nein. Locking tab broken / damaged: nein. Leakage: ja. Successful drainage: ja. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: nein. Course of treatment changed due to event: nein. Time catheter in place: connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: nein. Credit requested: ja. Closure letter needed: ja. Additional information: information on the fault pattern: fault location: valve. Type of fault: damaged (broken, brittle, deformed).

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.